Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube window.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The customer treated the high readings with manual injection. The customer stated that the numbers were ramping on their own. The customer stated that the scroll bar is not moving up or down without input from the user. The customer stated that there was no response on any button. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.